Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that user was unable to login. A technical support specialist (tss) advised that encrypted password generation was handled by the hospital information technology (it) team, as it was not supported for international sites. Knowledge article, med es: changing password for cfnservice and cfnadmin accounts steps were shared with the customer to generate the carefusion service encrypted password in their test environment, which was accessible to them. Tss didn¿t receive any response from the customer further and proceeded to close the case. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to log in and required support assistance to obtain the encrypted password for the cfnservice account. However, there were no delay to patient care and adverse events or injuries reported based on this incident.